Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Pump received with cracked case battery tube and cracked case corner of belt clips rails noted.

Event description:
It was reported that the insulin pump had damage. The customer¿s blood glucose was 13.9 mmol/l. The customer was assisted with troubleshooting. The customer stated that the insulin pump crack on the back casing of the pump from the clip holder to the base. Customer states that water got into the pump due to pump is not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.